Event description:
Reported as a "band erosion, and gastric perforation with a pocket of infection around it." Follow up with the dr reveals: "the band and the port were removed, a pre-op cat scan showed free air near the band consistent with perforation. The pt was treated with IV antibiotics by way of a PICC line, and was sent home for care with a PICC line. The pt has now recovered."

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Erosion, infection, and gastric perforation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Caution: no not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.